Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 52mg/dl, 157mg/dl. Tests were done within <10 minutes with a difference of 89%. Pt did not experience any adverse events. No further info has been reported.